Event description:
It was reported that the ultrasafe x100l png raspberry nvs stein experienced a retraction issue with the button failing to engage after use. The following information was provided by the initial reporter: medical assistant reported when she administered medication to the patient the needle did not retract and she had to withdrawal the needle manually.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown.. Device expiration date: unknown. PMA/510(k)#: k011369, k122558 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ultrasafe x100l png raspberry nvs stein experienced a retraction issue with the button failing to engage after use. The following information was provided by the initial reporter: medical assistant reported when she administered medication to the patient the needle did not retract and she had to withdrawal the needle manually.